Event description:
Caller reported that pump screen was dark and wouldn't turn on. There was no adverse impact to the customer's blood glucose level. Despite attempts to troubleshoot by pressing the button and plugging the pump into a power source, the issue persisted, with the led blinking red and the pump vibrating. Consequently, technical support decided to replace the pump. The customer was informed that the replacement pump would have the most up-to-date software and was advised on how to prepare the existing pump for return to avoid charges. Caller agreed to program and connect their continuous glucose monitor (cgm) to the replacement pump and understood the shipping and return instructions provided by technical support.